Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781, lot# n501770004, implanted: (B)(6) 2015, product type: catheter.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient who was receiving gabalon (unknown dose and concentration) via an implantable pump for peripheral neuropathic pain accompanying spasticity. On (B)(6) 2017, an inquiry was made by a hcp regarding how to deal with a patient with alarms (alarm noted to be a single-tone alarm). Another hcp later called in to report that the patient's condition of spasticity was "not bad" but the calculated residue at the time of "reinfusion" of the drug was 0.8 ml (expected reservoir volume (erv)) and the actual reservoir volume (arv) was 10 ml. The patient was advised to consult another hcp when they returned to (B)(6). No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Information was asked regarding what the alarm was for and it was reported that (B)(6) is asking the physician and still waiting for confirmation. It was reported that the drug dose and concentration was unknown. It was reported that it was unknown if any further troubleshooting had occurred. It was reported that the suspected cause of the volume discrepancy was undetermined. It was reported that it was unknown if there were any actions planned to resolve the reported issue. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a foreign manufacturer representative (rep). It reported the cause of the alarm was undetermined because no information could be received about the case.